Manufacturer narrative:
An evaluation of the returned trestle plate indicated the implant was properly manufactured and released to design specifications. No anomalies have been identified. It appears that over angulation resulting in incomplete seating of the screw likely caused the caused the locking mechanism not to properly engage and constrain the anchor as intended. The trestle luxe anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. It is intended for use in the anterior cervical spine (c2-c7). A primary feature of the trestle plating system is the proprietary zero step self-locking mechanism. While advancing the screw, the blocking slide will move medially. When the screw is fully inserted and the screwdriver removed, the blocking slide will return to the center position. The surgical technique (lit-84315) instructs the user to advance the screw until the head of the screw is fully seated into the plate and the blocking slide is positioned over the head of the screw. The supplied instructions for use state (ins-048); intraoperative management: the surgeon must take great care to properly position bone screw holes when using the variable drill guide and self centering awl. Excessively converging hole patterns may prohibit proper seating of the bone screws. Hole patterns angled beyond 9 degrees may prohibit proper seating of the bone scre.

Event description:
Post-op images revealed the trestle luxe plates locking mechanism malfunctioned and allowed the screw in the c7 vertebrae to back out. Revision surgery was conducted on (B)(6) 2015 to removed and replace the 2-level plate located at the c5-c7. The trestle luxe anterior cervical plating system was originally implanted in (B)(6) 2015.